Event description:
Customer reported one sample known to have anti-e that failed to react with cell #3 of 0.8% resolve panel a lot vra196 but reacted positive with 0.8% resolve panel c, cell #3 (e positive). Sample was first tested for antibody screening with 0.8% surgiscreen and was positive (weak reaction) on cell #2 (e positive). The sample was then tested with 0.8% resolve panel a lot vra196 using manual gel method and cell #3 came out as negative. The sample was then tested with 0.8% resolve panel c, both with and without ficin treatment. In both cases, cell#3 gave the expected positive reaction. Customer is concerned with lack of reactivity with sample and is requesting replacement of panel cells.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).